Event description:
Argon beam coagulator-hand piece with buttons in use (no foot pedal) was resting in pocket of blue or drape (per usual use). The argon beam fired spontaneously, burning through the drape and the surgeon's gown and scrub pants. Surgeon and staff report that no one was touching the argon buttons.what was the original intended procedure?orthotopic liver transplant.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.